Event description:
The user facility reported to terumo cardiovascular that prior to cardiopulmonary bypass surgery, out-of-box, an unk substance was found on the inside of the bonded connector on the venous line. There was also a haze on the tubing. The event did not cause delay in surgical procedure.

Manufacturer narrative:
Terumo did receive the actual device; therefore, no physical investigation was performed, thus reference code. It is presumed that there is foreign matter present on the connector on the venous line; however, this has not been confirmed because no sample was received. Terumo will monitor for future issues. The complaint will be included in associate awareness training. There have been no previous complaints for this pack or lot number. The device history did not indicate any production related problems. All available info has been placed on file in quality mgmt for appropriate tracking, trending and f/u. (B)(4).